Event description:
When consumer was going out the door of the motel, the door hit the back of the scooter which shot the scooter through the second door and down a 60 degrees embankment. She was thrown from the scooter about 15 feet. The consumer had to go to the emergency room, had x-rays, and they found that she had a severe hip and arm sprain. The next day she went back to boston and saw another specialist at (B)(6) who did a catscan and determined that she had a broken pelvis. Additional reportable malfunction for this device; (B)(4) - horn and ignition switch work intermittently.